Event description:
I had surgery, hysterectomy and sacrocolpopexy due pelvic organ prolapse and a year later had mesh erosion and had to have revision surgery. I was told this surgery would last a lifetime and it didn't even last a year. I still have incontinence and leakage issues, recurring bladder and kidney infections, and sexual life is almost non existent. What is wrong with me?